Event description:
It was reported that insulin leaked from the connector attached to the pump, and troubleshooting determined that the caregiver assembled the cartridge to the tubing outside of the pump before inserting the cartridge, which led to an improper connection and leakage; the user was educated to rewind, insert the cartridge into the pump first, then connect the tubing, and to contact support during the next set change to verify technique. Symptoms included no reported blood glucose impact. Outcomes included no medical intervention, no hospitalization, and no device replacement. Investigation included troubleshooting with use instruction review. Investigation of this case revealed user technique error resulting in an incorrectly attached infusion set connector, which is consistent with improper assembly of the cartridge and tubing outside the pump. It was concluded, based on previously established findings for similar reports, that user error related to device use and setup was the most probable cause.